Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was updated. Investigation summary (update): mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains the supplemental information for mentor asr reference number (B)(4) right. The mentor failure analysis lab has reopened the product investigation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, rupture. (B)(4).

Event description:
This report contains the supplemental information for mentor asr reference number (B)(4) right. It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, breast fog, joint pain, and headaches. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided rupture on (B)(6) 2015. As a result, the patient underwent bilateral removal and replacement with two 255cc mentor memorygel breast implant prostheses (catalog #: 3507255mc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2015. The event date was estimated as (B)(6) 2010 based on available information. This report is for the right-sided prosthesis.